Manufacturer narrative:
Clarification to h.6. Medical device problem code: healthcare professional clarified re-use of the syringe did not occur.

Event description:
Healthcare professional later reported no permanent damage, two post-treatment treatments cured the patient.

Manufacturer narrative:
Clarification to phone number e.1.: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the cheeks with 2cc of skinvive¿ by juvéderm®. Pre-treatment included anesthetic cream. Immediately after the injections the patient experienced ¿presumptive necrosis¿ on the right cheek. That same day the patient was treated with ¿hyaluronidase 2vial, 3000 iu injection of right cheek symptoms antibiotics, steroid oral prescription.¿ the next day the patient was treated with ¿hyaluronidase 2vial, 3000 iu injecting right cheek symptoms.¿ the treatment hasten resolution. The symptoms are ongoing.